Manufacturer narrative:
Initial.

Event description:
It was reported that a user was unable to pair a freestyle libre 3 plus sensor with the ilet app, and troubleshooting determined the user had not scanned the sensor in the app; the user then scanned the sensor and was instructed to wait for readings. Symptoms included no glucose data available to the ilet system. Outcomes included no health consequences or impact. User support included user-guided troubleshooting and education regarding correct sensor pairing workflow. Investigation of this case revealed user error related to pairing workflow, consistent with an incorrect or incomplete pairing process for the cgm component. It was concluded, based on previously established findings for similar reports, that the cause was use error.